Event description:
The advocate stated that her daughter received a blood glucose reading of 377mg/dl from the contour link and a reading of 104mg/dl from the contour usb. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.